Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. The tubing set was being used to deliver an unspecified medication due to a plum pump. The tubing set was returned from the neonatal intensive care unit with an unsigned note that stated, "IV fluid backflow from port creating low blood sugar in baby." No tracking info was provided; therefore, specific pt info or event details were not available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter by query by hospira personnel.